Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn : m365sc2218500. Model: sc-2218-50. Serial:(B)(4). Batch: 7085542.